Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during unrelated servicing by the getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump's (iabp) pins on the connector of the executive processor board were damaged. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional point of contact:(B)(6). A getinge field service engineer (fse) stated that during reinstalling of the executive processor board after the coiled cable field action , fse had bent some pins on the connector. Then the fse had replaced the pcba , exec processor (executive processor board) but still the fse was unable to finish the service at that time due to a display error on the unit. Once the error was being completed and the pm was completed than the fse was able to complete all the reports. The unit is being approved for clinical use and it's being returned to the customer.

Event description:
N/a.